Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery life was less than expected. No additional information was available. Attempt by the customer support to follow-up on the matter was unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 23-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 16-mar-2018 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use. The available black box data showed no indication of a battery life issue. The battery cap was not returned with the pump. A test battery cap was used and able to properly secure to the pump and maintain an electrical connection for testing. The pump¿s electrical draws were tested and  found to be within required specifications. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a battery life issue was unable to be duplicated or observed in the pump history. Unrelated to the original complaint, the battery compartment was found to be cracked above and below the grip pad. The display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.